Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation all four of the ECG electrodes, along with all 3 of the therapy electrodes. Additionally, the cables connecting ECG a to ECG b was missing, the cable connecting ECG a to the front therapy electrode was missing, the cable connecting the distribution node to the rear therapy electrode was missing, and the j704 and j703 connectors were pulled off of the distribution node pca. The root cause for the missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to complete incoming functional testing.